Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds. Both the ra and rv l eads were inactivated an replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.